Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-16664. It was reported that an asymptomatic patient presented with elevated capture thresholds and decreased sensing on the atrial and right ventricular leads. An x-ray revealed that the leads had dislodged. Both leads were repositioned on 13 apr 2021. Patient was stable after the procedure. The right atrial lead was then explanted and replaced on (B)(6) 2021 due to pocket stimulation and insulation breach. Patient was stable after the second procedure.